Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device was rewinding on its own. Customer had to change batteries every week. Customer's blood glucose was unknown. During troubleshooting, found multiple weak battery, low battery, motor error alarm, no power, low reservoir, bad battery alarms. Customer was unable to troubleshoot at time of call. Customer will not be returning the device for analysis.